Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified proximal de novo right coronary lesion. A 3.5x23 mm xience sierra stent delivery system was advanced but failed to cross after several attempts due to the anatomy. When removed, the shaft was noted as kinked. Then a 3.5x15mm nc trek balloon dilatation catheter (bdc) was advanced at the lesion. After a few inflations, the bdc ruptured at 18 atmospheres. Physician will revisit vessel at a later time. No further intervention was performed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.